Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After clearing the alarm and resuming insulin delivery, the customer would change out the cartridge and infusion set which resolved the occlusions. The customer's blood glucose level was in the 400 mg/dl range and was addressed with an injection of insulin or changing out the pump supplies. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.